Event description:
The customer reported via phone call that they were hospitalized for unknown reason on unknown date. Blood glucose level was unknown. Troubleshooting was not performed. Customer stated that the reservoir did lock in place. The insulin pump will not be returned for analysis